Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing detached at the quick release. Reportedly, this issue occurred twice and blood glucose level was between 150-220 mg/dl. At the time of first incident, it occurred while insertion process of the infusion set and for the second incident it was damaged out of package. The site was left, and right side of his abdomen and the pump was on the right side of his pants. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.